Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 427 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer's spouse stated that the insulin was expired. The customer's spouse was assisted in changing the infusion set with new insulin. The insulin pump will not be returned for analysis.